Manufacturer narrative:
The lifeband in complaint was discarded by the customer. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During patient use, the band clip of the lifeband (lot # unknown) broke off. The lifeband was replaced to complete the patient treatment. As per customer, the autopulse platform functioned as intended. No consequences or impact to patient was reported.